Manufacturer narrative:
A visual inspection of the returned cycler exterior showed no sign of physical damage. There are visual indications of dried fluid within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A simulated treatment was performed and completed without any failures or problems. During the simulated treatment the sound emitted by the cycler was normal. An internal visual inspection of the cycler found evidence of dried fluid under pump ¿a¿ and ¿b¿ mushroom head, within the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid could not be determined.

Event description:
A peritoneal dialysis patient reported that the cycler was noisy. Upon opening the cassette door, it was noted that the cassette housing was wet. The source of the leak is unknown. The grinding noise is heard in all fills and dwells. During a follow up phone call, the patient's peritoneal dialysis nurse reported that there was no medication or other intervention administered. The patient's effluent was clear. The patient has received a new cycler and is successfully completing treatments. The patient's date of birth is (B)(6) and dry weight is (B)(6). The product will not be returning for evaluation.

Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A peritoneal dialysis patient reported that the cycler was noisy. Upon opening the cassette door, it was noted that the cassette housing was wet. The source of the leak is unknown. The grinding noise is heard in all fills and dwells. During a follow up phone call, the patient's peritoneal dialysis nurse reported that there was no medication or other intervention administered. The patient's effluent was clear. The patient has received a new cycler and is successfully completing treatments. (B)(6). The product will not be returning for evaluation.